Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse) and no malfunctions were found. Moisture in the expiratory cassette was noted, which was dried and the ventilator then worked properly. No parts were replaced. The user facility confirms that a heat and moisture exchanger filter (hme) of unknown brand can have been used during ventilation together with nebulization and active humidification. The filter was connected to the expiratory side on the patient´s circuit and would therefore have been the cause of the moisture in the expiratory cassette. The evaluation of the logs show that the ventilator alarmed for high peep, high continuous pressure, low expiratory minute volume, check tubing and no patient effort. The alarms along with information about the filter in use with nebulization and active humidification indicate an increased expiratory resistance in the patient¿s breathing system. The conclusion is that the described error was caused by the use of a hme filter together with nebulization and not a ventilator malfunction.

Event description:
(B)(4).

Event description:
It was reported that an alarm indicating high peep (positive end-expiratory pressure) was triggered on the ventilator while it was connected to a patient. There was no patient harm. (B)(4).